Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an irritation under the back therapy electrode pads. The irritation was described as dry, chapped skin. The patient also reported sweating a lot and having marks where she sweats. The patient's doctor told her to keep the area clean and use neosporin type antibiotic ointment. Follow-up indicated that the irritation was doing better.